Event description:
Additional information received indicated that patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction section: report subtype and g6- changed from 5-day report to 30-day report.

Event description:
It was reported notification was received the ipg is end of life and unable to be connected. As such, surgical intervention may be pending to address the issue.

Manufacturer narrative:
B3-date of event is estimated.